Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and decreased sensing. Programming changes were performed. The patient condition was stable.